Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR " message on the autopulse platform (B)(4) was confirmed during functional testing and during archive data review. The investigation revealed that the root cause of the reported issue was due to a defective processor board. No physical damage observed on the platform during visual inspection. During archive data review, system error (latch error 132 - internal watchdog timeout) was observed on the date the issue occurred, thus confirming the reported complaint. Initial functional testing could not be performed due to "system error, out of service, revert to manual CPR" message displayed upon platform power on. Thus, confirming the reported complaint. To remedy the issue, the defective processor board identified was replaced. The ap platform was re-tested and passed all functional tests. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.